Manufacturer narrative:
Investigation is currently pending.

Event description:
The device user (du) reported the sudden appearance of message code 370 (low portal vein flow), followed by message code 380 (low inferior vena cava flow) on the device. It was noted the message codes appeared when moving the device from their vehicle to the recipient operating room (or). The clinical specialist (cs) confirmed with the du that the gui screen readings were as follows: hepatic artery pinch valve (pvha) was at 100% occlusion, arterial pressure was 2 to 4 mmhg, inferior vena cava (ivc) pressure was 0 mmhg, revolutions per minute (rpms) were approximately 700-800, and ivc, portal, and arterial flows were 0.0 l/min. The cs had the du stop the perfusion, wait ten seconds, and then start perfusion to resolve the issue. Subsequently, the liver was transplanted successfully.

Manufacturer narrative:
Device data was reviewed and the reported event was confirmed. Low arterial flow was noted in the data linked to ivc collapse and a 180 (interface board timeout) message. The root cause of the issue is attributed to ifb error.

Event description:
The device user (du) reported the sudden appearance of message code 370 (low portal vein flow) followed by message code 380 (low inferior vena cava flow) on the device. It was noted the message codes appeared when moving the device from their vehicle to the recipient operating room (or). The clinical specialist (cs) confirmed with the du that the gui screen readings were as follows: hepatic artery pinch valve (pvha) was at 100% occlusion, arterial pressure was 2 to 4 mmhg, inferior vena cava (ivc) pressure was 0 mmhg, revolutions per minute (rpms) were approximately 700-800, and ivc, portal, and arterial flows were 0.0 l/min. The cs had the du stop the perfusion, wait ten seconds, and then start perfusion to resolve the issue. Subsequently, the liver was transplanted successfully.